Event description:
It was reported that the patient is decease and died during the procedure; the lead was opened and there were unspecified "complications during [the] procedure." Further reported was that the lead was attempted and not used and "[no] device related issues."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death has been requested and will not be received. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found.